Event description:
It was reported that prior to a procedure at the user facility the core impaction drill came apart. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that prior to a procedure at the user facility the core impaction drill came apart. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.